Event description:
It was reported that the left ventricular lead exhibited high threshold. The lead remained implanted, no surgery is planned due to patients health.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.